Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 481 mg/dl and ketones; cause of bg not known. The customer went to the emergency room (ER) and bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.